Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic oophorectomy and salpingectomy procedure, pneumoperitoneum leakage occurred. The air leaked because the upper seal of the device could not be closed completely. The surgeon used forceps through the trocar, but air leaked. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary post market vigilance led an evaluation of one device. The visual inspection of the returned product noted that the envelope seal was disengaged. The obturator was received. The cannula, trocar and circular seal appeared intact. The radially expandable sleeve appeared intact. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged envelope seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.